Event description:
One 6 x 15 coil was advanced into the ophthalmic aneurysm. After advancing 6-8 cm of the coil, the pxslim catheter was kicked out of the aneurysm. The physician pulled back on the coil in an attempt to reposition the catheter back into the aneurysm. Upon pulling back on the coil, it detached. There was no unusual vessel tortuosity noted by the physician. The physician attempted to remove the coil with the catheter, but the coil remained part in the aneurysm, part in the carotid artery. Multiple retrieval attempts were made with a snare and alligator device but were not successful. The coil was left in the patient and vessel sacrifice was performed. The aneurysm was not treated further.

Manufacturer narrative:
This device did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device implanted in patient.